Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The device was tested with multiple scopes and a video processor without reproduction of the reported problem. The evaluation found the front panel mouth cracked and corrosion inside the air tubing. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" error occurred when attempting to use olympus, model series 190 scopes with the olympus, model clv-190, evis exera iii xenon light source. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed. Olympus will continue to monitor field performance for this device.